Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned for service. The device was not in patient use.